Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, stored episode of noise on the right atrial lead was noted along with episodes of auto mode switch. No programming changes were made. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.